Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damage to the monitor board ECG shield not consistent with typical use. Several other components were found to be damaged consistent with the device experiencing impact. The device was repaired, recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed self test for ECG function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.